Manufacturer narrative:
On december 17, 2021, mentor became aware that the revised manufacturing record evaluation (mre) does in fact indicate an associated nonconformance, and it will be handled through mentor¿s quality system. H9. FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: intraoperative deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 290cc mentor smooth round high profile saline breast implant being used for a breast surgery procedure deflated intraoperatively. Saline implant tab was noted as broken while being inspected, prior to use. There was no patient contact or any additional information reported.